Event description:
It was reported that the pump alarms ?no disposable, clamp tubing" with cassette connected. The cassette has small bubbles in the tubing exiting the hard cassette to the end. No further details provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.